Manufacturer narrative:
One single lesion et20s¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. No accessories or original packaging were available for inspection. Ac power was applied to the et20s which briefly displayed the software version of 1.04 prior to the successful execution of the power on self-test. Default values were then displayed in a numerical format that is consistent with this software version. Functional testing confirmed normal impedance and temperature values during the application of rf energy. No warnings, error messages, impedance or temperature fluctuations were observed during the evaluation performed. Target temperatures were monitored and achieved during the application of rf energy. Service history for this product was examined and no issues related to the reported event were identified during the last 12 months. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as the reported issue was unable to be reproduced. The returned product operated as designed during the evaluation period.

Event description:
During a radiofrequency ablation procedure, the generator displayed "no thermocouple detected" and the procedure was cancelled. There were no adverse consequences to the patient.